Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular lead displayed high out of range impedance measurements. A check lead alert was observed during a follow up visit interrogation. An internal technical service consultant reviewed the data. Sensing amplitudes have been variable. No out of range impedance measurements were found in the daily trend graph. Lead integrity verification was recommended. It was thought the issue could also be due to the sensing amplitude variability and impedance measurements may be acceptable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Despite attempts, no further information could be obtained regarding follow up.